Event description:
The consumer reported that the patient had an appointment 3 weeks prior to (B)(6) 2016 with their manufacturer representative and part of their stimulator was not working again in (B)(6) 2016. The manufacturer representative found 2 programs that were working and wanted the patient to try each program, but the patient shut stimulation off because those 2 programs were not working either since then. They stopped working right after the patient got home from their appointment. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.